Event description:
The customer reported that a o neg sample yielded an a neg test result when tested on tango optimo. The affected sample was loaded between two a neg samples. The customer has returned different samples. Our quality control laboratory is still testing the samples with the supposedly defective product. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. An inspection and evaluation of the affected tango optimo is still ongoing.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported that a o neg sample yielded an a neg test result when tested on tango optimo. The affected sample was loaded between two a neg samples. The customer has returned two different donor samples, packed red cells and a blood bag segment of each donor, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the donor samples with the retained sample of erytype s abo donor and eryped s rh donor. One donor sample showed the result o rh(d) negative and the second sample showed the result a rh(d) negative. The retained sample of erytype s abo donor was also tested with different red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by the quality control laboratory confirmed the allegedly defective lot of erytype s abo functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo. The sample in question yielded the correct result (o neg) when tested manually as well as when retested on the same tango optimo as sole sample and also when mimicking the initial run (o neg. Flanked by a neg. Samples). Upon request it was stated that not the same blood tube with identical material (that yielded the wrong result) but new segment blood was employed for retesting. We believe that sample material from a segment not matching the barcode on the tube was transferred and tested in the initial run. We strongly believe the reported problem to be operator induced with no adverse influence of the device in question.

Manufacturer narrative:
This is our final report on this incident.